Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto® 3 system and there was an issue when trying to pace for stimulation. The procedure was completed without patient consequence. Per 21 cfr, part 803, this complaint is reportable because an issue of this type could potentially delay patient treatment and cause patient injury.

Manufacturer narrative:
Manufacturer¿s reference #: (B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a carto® 3 system and there was an issue when trying to pace for stimulation. The investigational analysis has been completed. Pacing cable was replaced and after replacing the cable the emergency exit and the normal exit were working with carto. System is ready for use again. Pacing is possible from all channels. The history of customer complaints associated with carto 3 system # 10415 was reviewed. 3 out of 21 additional reported complaints may be related to the reported issue. A DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference #: (B)(4).